Event description:
It was reported that this right ventricular (rv) lead was exhibiting undersensing, high pacing thresholds and low amplitude measurements. This patient is not dependent. Boston scientific technical services (ts) suggested to perform a chest x-ray and device reprograming. This lead remains in service. No adverse patient effects were reported.